Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was still experiencing some urinary incontinence and desired to have a better result. Therefore, upon clinical evaluation, it was decided to perform a surgery to downsize the cuff. During surgery, only the cuff was removed and replaced. No patient complications were reported.